Event description:
Customer reported a secondary infusion of potassium 10meq/50ml at 50ml/hr immediately began to back flow into the primary bag of 0.9%ns in the ICU, causing a delay in medication received. A check valve failure was reproduced by the hospital in biomed the same day. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.